Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. According to telephone information, the sleeve of the trocar is very sharp. This damaged the insulation of other instruments. Additional information received by phone from sales representative on 25may2018: there are photos available, which will be sent soon. This and 4 additional event units are being returned. No patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit noted multiple scratches and a dent at the cannula tip. Testing was performed on the event unit. However, the complainant's experience could not be confirmed or replicated. Based on the condition of the returned unit, it is likely that the damage to the insulation of other instruments was caused by the dent in the cannula tip, which was a result of the way in which the unit was handled by the customer. The instructions for use (IFU) states, "prior to use, inspect the distal tip of the cannula for any dents or tip damage that may have occurred during handling and cleaning. Dents, nicks, or cracks in the distal tip of the cannula may prevent proper shield deployment, increase the potential for cannula fracture, and may render the cannula incompatible with certain instruments. Cannula with damaged tips should not be used." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.